Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
We received information that this pacemaker was suspected to exhibit premature battery depletion. As this device was noted to be part of the hydrogen induced premature depletion advisory population, the decision was made to replace it and return it to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor/two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that hydrogen induced early battery depletion. Remaining battery on a follow up with the patient 1 year ago, was 6 years. On the most recent follow up in december, it was 2 years. The device was replaced on (B)(6) 2018. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor/two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
We received information that this pacemaker was suspected to exhibit premature battery depletion. As this device was noted to be part of the hydrogen induced premature depletion advisory population, the decision was made to replace it and return it to boston scientific for analysis.

Manufacturer narrative:
The device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that hydrogen induced early battery depletion. Remaining battery on a follow up with the patient 1 year ago, was 6 years. On the most recent follow up in (B)(6), it was 2 years. Recommended replacement. No problems for the patient.